Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of ileostoma in ileostomy procedure, after the third firing, the device grabbed the tissue but did not release the staples and did not cut. To resolve the issue, a new device was used. There was no patient injury.